Event description:
After an implantation period of approx. 110 months, it was reported that the device shows the eri status. The pacemaker was replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on (B)(6), 2021 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. The pacemaker was successfully re-initialized on (B)(6), 2022. In order to ensure patient safety, the pacing parameters in the safety backup mode are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The eri battery status was activated based on the higher current consumption in the safety backup mode. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. No device malfunction was noted during data inspection. Should further relevant information or the device itself become available this investigation will be updated.